Manufacturer narrative:
(B)(4). Device was returned for evaluation. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
During icp procedure it was noted the generator alarmed and the pressure value was not accurate. The surgeon removed icp system and the patient was discharged. "No delay or adverse event."

Manufacturer narrative:
(B)(4). The sensor was returned and evaluated by the supplier. A review of manufacturing records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that the catheter material and internal wires were stretched and broken; internal wires were exposed. The catheter was received in three sections. Based on the condition of the device, no functional testing was possible. Due to the condition of the catheter, the supplier was unable to confirm the issue as reported by the customer. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.